Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that on (B)(6) 2018, the patient, with mitral and tricuspid regurgitation, underwent a mitraclip procedure to treat both the mitral valve and the tricuspid valve. The mitral valve was treated first, with implantation of one clip, reducing the degenerative mitral regurgitation from grade 4 to trace. The steerable guide catheter (sgc) was pulled into the right atrium and the sgc was rotated to point more towards the tricuspid valve. It was then noted that the sgc lost fluid column. An 8 french sheath was backloaded through the hemostatic valve, to facilitate air removal from the device. The sgc was placed below the heart and aspiration was performed as a precaution; however, no air was noted in the patient anatomy or in the device. The sgc was then placed back in the cradle, but loss of fluid column was seen again, so the sgc was removed and replaced. The tricuspid procedure continued with implantation of one clip, reducing degenerative tricuspid regurgitation from grade 4 to trace. Post procedure, the patient was doing well. There was no adverse patient effect or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip nt instructions for use states: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus. All available information was investigated and a definitive cause for the reported steerable guide catheter (sgc) leak (loss of fluid column) could not be determined. The reported user improper or incorrect procedure or method is related to the use of the mitraclip device on the tricuspid valve and did not likely influence the event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.